Event description:
It was reported that a large volume folfusor experienced an underinfusion. The reporter stated that the pump didn¿t empty completely, and an unknown amount of solution remained in the device. The device was filled with 500mg furosemide and mannitol 10% for a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13h003 was manufactured august 5, 2013 ¿ august 6, 2013. Evaluation information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection did not identify any abnormalities. A flow rate test was performed. The device was found to flow within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.